Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported that the pump's date/time had changed to "(B)(6) 2007." At this time, it is unknown how or why the pump's date/time was changed to "(B)(6) 2007." The reporter denied that the pump had any power loss issues. No outstanding alarms were found in the pump's alarm history for (B)(6) 2012. No issues were found with the pump's basal, bolus, and tdd histories. The pump's basal rate setting was confirmed as being correct. The pump's suspend history revealed a suspend on (B)(6) 2012, at 3:16 pm, which resumed on (B)(6) 2007. The reporter claimed that the pump was still suspended during the contact with the anm representative involved in this contact. The reporter was advised to implement a backup plan for insulin delivery and for the patient to come off of the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter indicated that the pump's date/time had changed to "(B)(6)2007" for an unexplained reason. However, at this time, it is unknown if use-error contributed to the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: an "ezprime" operation was performed with no difficulties noted. Review of the suspend history shows pump was suspended on (B)(6) 2012 at 3:16p and resumed on 3:50p. Here is no evidence of a reboot during the suspend to record a time stamp of (B)(6) 2007. A suspend was performed on the bench at 10:00 and resumed at 10:05 on (B)(6) 2013. Review of the total daily dose history shows pump was delivering accurately until the reported event date and correctly reflects the user's programmed basal rate. The pump was exercised for 24 hours with no problems being duplicated investigators were unable to duplicate the complaint, there was no defect found.